Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the analyzer would not communicate with a programmer. The analyzer was returned to the manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not recognized by the programmer. The analyzer is expected to be returned for service. There was no patient involvement.